Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed no evidence of power interruptions. There was an expected pump reboot event recorded post a replace battery alarm on (B)(6) 2015. The battery compartment was undamaged, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly with no power interruption or any other errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the pump¿s cover was removed and moisture corrosion was found internally. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).